Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the down keypad button was intermittently unresponsive and that the symbols were worn off. The reporter denied damage to the keypad and denied moisture and corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad button cover was observed to be peeling under the ok button. Testing confirmed that the up, down, and contrast buttons were unresponsive. The ok button was responsive to testing. The keypad cover was removed to check the condition of all key contacts and contamination was observed under all of the key contacts. All keypad button symbols on the cover were observed to be worn and illegible. Unrelated to the keypad issue, the display screen was observed to be dim, pink and had fading lettering and the battery compartment was observed to be cracked near the pump case seal.